Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 425 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The custom believes that it is the sets causing the issues with their high blood glucose levels. The customer did not troubleshoot and did not send the product back for analysis.